Event description:
Related manufacturer report number: 2017865-2022-43826. It was reported the patient was hospitalized for chest pain due to a pericardial effusion. Additionally, noise was noted on the right ventricular (rv) lead. Technical support was contacted also noted p wave amplitude variation on the right atrial (ra) lead. Technical support recommended further investigation provocative testing. The patient was stable. Further information has been requested but has not yet been received.